Event description:
Medtronic received information that during priming, the luer port started leaking as soon as the oxygenator was primed with crystaloid. The customer reported the fusion oxygenator's red cap that is on one side of the oxygenator leaked. No blood ever went through the system with the original red luer. The customer had tightened the cap but the leak persisted so they replaced it with a white cap. There was no adverse effect to the patient.

Manufacturer narrative:
Product analysis # (B)(4): 1/22/21 - the arterial sampling port red cap was found to be leaking. Visual analysis: visual inspection of the red cap shows evidence of some deformity/damage at the tip of the stem. Device was cleaned using a 10% bleach solution. Performance analysis: pressure integrity testing was performed at 3 l/pm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. During the pressure integrity testing there was a leak observed from the center of the cap. Conclusion: reason for return was confirmed. Unit will be held in brooklyn park. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.